Event description:
Pt was revised to address loosening of the compression and anti-rotational screws.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The facility reviewed the device history records and no related anomalies were noted. A search of the complaint database found no prior reports for both reported part and lot number combinations for this reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.